Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the hospital for an endoscopy procedure. This right ventricular (rv) lead was observed to be exhibiting loss of capture with asystole of greater than 3 seconds. An external pacing wire was placed. When interrogated, thresholds were found to have increased, so reprogramming was performed to confirm capture again. The external pacing wire was then removed, and there has been no loss of capture reported again. No additional adverse patient effects were reported.